Event description:
At 10:30am the customer received a blood glucose reading of 27mg/dl on the contour next link. He had a seizure while he was asleep. His partner woke him to drink 1/3 cup of sugar water. Paramedics arrived at 11:00am and checked his blood. The reading was 80mg/dl and he received no additional treatment. Strips were not expected to be returned for evaluation. Test strip information was not provided. New strips and meter were sent to him.